Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns therapy patient underwent generator replacement surgery, and when the replacement generator was attached to the existing lead it was noted that "the leads were bad." No further details were available. Both generators were returned to manufacturer for analysis, however, that analysis is not complete. It is unknown at this time if the lead in question was explanted, or whether or not a new system was implanted. Good faith attempts for further information are currently being made.